Event description:
It was learned that a clinical trial patient with an edwards perimount magna ease implanted on (B)(6) 2012, expired after an implant duration of (B)(6) days. Subject's pcp called and informed us that the subject was taken to an osh ER on (B)(6) 2012. She passed away shortly thereafter. Implant operative report indicates the patient tolerated the procedure well, and valve was functioning properly. Also, prior to discharge on pod 10, it was noted that patient's ef was 60-65% and the bioprosthetic valve appears to be functioning normally. Hospital records indicate, "this is a (B)(6) female pod 4 from redo sternotomy and avr. She has a history of cad s/p 4v CABG, hld, cea, tia. She was doing well post op until her v wires got pulled yesterday. After that, she developed af with rvr into the 150s requiring amiodarone. While on the amiodarone, she developed multiple sinus pauses, lasting up to 15 seconds. Per the patient , she was sleeping and asymptomatic. She required multiple doses of atropine as well as low dose epi ggt" on pod 7, patient had a permanent pacemaker implanted. Then, patient was discharge on pod 11 to a skilled nursing where she expired. No information regarding the cause of death was provided. No information to suggest a device malfunction related to this event.

Manufacturer narrative:
The edwards device remains implanted as the patient expired and no information to suggest it was explanted. There has been no information to suggest a device quality deficiency or malfunction that may have caused or contributed to this event. The cause of death has not been provided, despite multiple attempts with the clinical site. It was learned that the patient expired post discharge from hospital. Additional information will be reported once available.